Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens stuck in chamber unable to implant. There was patient contact. Additional information has been received and stated that the lens was removed during the initial procedure and the procedure was completed on the same day. No patient harm was reported.